Event description:
It was reported that the patient had chest tube sutures removed that allowed air into the pleural space causing the lead impedance to increase to high levels. Once the chest tube was reinserted and the lungs were re-inflated, the lead impedance returned to normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.